Manufacturer narrative:
Event date is an approximate. It started to occur sometime in the year 2017.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the implant was zapping the patient. The patient stated they literally jump if it occurs. The patient noted most recently it zapped them all day. The patient stated it had been going on/off for a while. No further complications were reported.